Event description:
Complainant alleged that during a routine shift check by a clinician, when the device was in manual defibrillation mode, it would not allow the user to select energy settings below 100 joules. The complainant indicated that there was no pt involvement in the reported failure.